Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer reported times where he cannot read through the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected screen/display anomalies or missing segments/partial display anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, faded serial number label and slightly peeling end cap address label.